Manufacturer narrative:
No unexpected battery alarm or blank display was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Minor scratches to the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a corroded battery cap contact was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display. Customer's father stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also found the customer received a failed battery test alarm during troubleshooting. It was found the failed battery test was recurring after troubleshooting had occurred. Customer's blood glucose was 253 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.